Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks cracked. Input disk #6 and #7 was found cracked inside the housing. Other backend components adjacent to the cracked inputs do not show damage. The complaint regarding instrument not grabbing the clips was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not grab clips. The procedure was completed with no reported injury.